Event description:
Customer reported the insulin pump had gone into suspend. Customer stated she treated but does not recall turning it off. Customer stated it was time to do a complete set change and when customer rewound the device, the screen went blank. Customer went down stairs and device went on. She was able to rewind. Customer's blood glucose was 173 mg/dl. The device does not have damage on the device. Customer stated she was not aware if the device was dropped or bumped. The device was not exposed to the moisture. The battery compartment, battery cap, or springs were not missing, damaged, nor corroded. New battery was inserted, display returned and then it turned off. Customer was advised to clean battery compartment contacts. Inserted battery and display did return. Self test was performed and device passed. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.